Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly. The actual device associated with this event is not known. Customer reports the following products were possibly used in the procedure: code: j671g, lot: xcm222, mfg: 03/01/2006, exp: 01/31/2011; code: j553g, lot: xgm427, mfg: 06/01/2006, exp: 01/31/2011. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
Customer reported that a pt developed an infection six days following a tear duct reconstruction procedure. The pt was returned to surgery for surgical exploration with debridement of left periorbital orbital abscess. The event is reported as resolved.